Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump had shut down unexpectedly. Review of the pump data showed that the pump battery jumped from 25% to 100% while not connected to a power source. The battery gauge then depleted from 100% to 20%. Subsequently, the pump shut down due to insufficient power. The pump was able to be turned on after connected to a power source. The customer's blood glucose (bg) level was impacted (353 mg/dl). Manual injections were used to address elevated bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.